Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 300 mg/dl. Customer was then taken to the intensive care unit via ambulance. Customer had symptom of vomiting and not feeling well. Customer's emergency room visit was due to a urinary tract infection. Customer was admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer's blood glucose at the time of call was 450 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump was functioning as design. Customer would call back when in receipt of tubing clamp in oder to complete high pressure test.